Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of the device having a burning smell and heat damage to the board, which was observed during evaluation. The evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The fluid intrusion on the radio printed circuit board was the cause of the heat damage to the board. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had a burning smell and heat damage to the board. It was also reported there was no pt involvement.